Event description:
It was reported that a patient previously had their vns explanted due to pain in chest and at the vagus nerve while jogging or talking. The exact date of explant and the explanting physician are unknown. The patient's explanted devices have not been received by the manufacturer to date. No other relevant information has been received to date